Manufacturer narrative:
The device reference was not returned to olympus for eval. The users were reportedly high level disinfecting the endoscopes by soaking the endoscopes manually. An olympus endoscope support specialist has provided in-service training to users at this facility and reviewed appropriate reprocessing of this device.

Event description:
Olympus was informed during an in-service that the user facility was omitting all of the pre-cleaning steps, not leak testing all of the time, not using enzymatic cleaning solution, not properly storing the endoscopes, and was not brushing of the scope channel during reprocessing. There were no reports of any pt infections or other adverse impacts to pts as a result of this matter.